Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 06/28/2016 with the following findings: a review of the black box indicated a call service 064 alarm had occurred due to an occlusion during prime. There were no unexplained call service alarms found in the pump histories. The pump powered on normally and successfully completed rewind, load, and prime steps. The pump was exercised for 24 hours with no alarms occurring. The complaint could not be confirmed or duplicated on investigation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(4).

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a call service alarm (cs 064) issue. The reporter noted that the issue was occurring during the prime step. During troubleshooting, the reporter rebooted the pump but was still unable to prime without the call service 064 alarm occurring. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported as the issue may result in a long term cessation of insulin delivery if the user is unable to resolve the alarm.